Event description:
It was reported that an small volume folfusor leaked. The issue was observed when the customer received an order, before patient use. The device was filled with fluorouracil 4200mg in 115ml sodium chloride 0.9%. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: aseptic compounding unit pharmacy dept. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from november 11, 2022 to november 14, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.